Manufacturer narrative:
Exact date unknown, event occurred a couple of months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416700 model: sc-8416-70 serial: (B)(6) batch: 7071735 UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an scs explant procedure. The lead was kept by the facility.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an scs explant procedure. The lead was kept by the facility.